Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va068q6, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the implant was ¿not working as intended.¿ the implant had not helped since the last replacement. Increasing amplitude did not help either. It was noted the patient did not have time to see their urologist due to other medical issues. Additional information has been requested, a follow up report will be sent if additional information is received.